Manufacturer narrative:
The device was requested, but had been discarded by the site. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements, including for crossing profile and for stent retention. Advancement difficulty and dislodgement are captured in the risk assessment as known potential hazards. Investigation is not yet complete. A follow-up report with significant relevant information will be submitted if obtained.

Event description:
A (B)(6) year old male patient with a relevant medical history of hypertension, diabetes, dyslipidemia, overweight, and former smoker presented with unstable angina. Angiography showed significant 50 to 70% stenosis in the mid right coronary artery (rca). On (B)(6) 2019, an attempt was made to treat the rca lesion. After positioning a guide catheter in the proximal rca, a 4.0x15mm cobra pzf¿ nanocoated coronary stent system was advanced, but was unable to cross the 'shaper crook' (interpreted as guide catheter), and the stent dislodged in the proximal rca. The stent was crushed in the vessel. The mid rca lesion was unable to be treated with angioplasty. The physician opted for treatment using a rotablator atherectomy catheter. Additional information was requested.